Event description:
The user has been reporting intermittent hearing for six months. The user had to move the processor on the implant in order to hear something intermittently. The clinic will discuss the case. No reimplantation date set yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.